Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a male patient with use of vps. The leads were placed and ECG calibrated successfully. The flush test was positive and the catheter was inserted 10cm. They waited for the color change and the catheter was advanced slowly. At approximately 20cm they received a persistent yellow symbol. The catheter and stylet were pulled back till a green symbol was received. They continued to receive a yellow symbol with good doppler at times. A blue bullseye was received and the catheter was placed successfully. No x-ray was performed. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported the procedure was being performed on a male patient with use of vps. The leads were placed and ECG calibrated successfully. The flush test was positive and the catheter was inserted 10cm. They waited for the color change and the catheter was advanced slowly. At approximately 20cm they received a persistent yellow symbol. The catheter and stylet were pulled back till a green symbol was received. They continued to receive a yellow symbol with good doppler at times. A blue bullseye was received and the catheter was placed successfully. One vps biosensor stylet assembly was returned. The customer also returned a usb flash drive containing the case data for this insertion. The stylet was visually examined and a kink was observed in the catheter body located 7.5 cm from the distal tip. The kink does not appear to be related to the reported issue. The stylet was electrically tested per the requirements of product specification - peak to peak echo signal equal to or greater than 800 mv, continuity - undistorted 1 khz square wave. Testing was performed per the instructions. Sensitivity other remarks: testing was performed, the peak to peak echo signal was measured at (B)(4) mv. Continuity and hi-pot testing were performed, with saline as a medium, the sample passed continuity testing with a wave form that was not distorted in either the vertical or horizontal angle when tested using a 1 khz square wave. The leakage current was measured at 0 ma. A device history record review was performed and did not reveal any manufacturing related issues. The case data was reviewed by a senior algorithm scientist, it was determined that the doppler transducer worked properly; however it appears that the clinician did not follow the operational instruction correctly. The catheter was flushed multiple times during the first 14 seconds which is the doppler background noise calculation period. As a result persistent yellow symbols were displayed. Therefore, use error caused or contributed to this event.